Manufacturer narrative:
The device was returned as part of the asset return process, the forceps elevator had foreign material that was yellow / brown in color. It is unknown what the foreign material was. Additional findings include the following: the bending section cover had a leak, the play of the up / down knob were out of standard due to the wear of the angle wire, the water tightness was lost due to a pinhole in the bending section cover, the bending tube had a dent, the light guide cover glass had corrosion, the bending section cover had discoloration, the adhesive on the bending section cover was detached, the bending angle in the up / down / left / right direction did not meet the standard value due to wear of the angle wire, the nozzle was deformed, water removal ability was lost due to the deformation of the nozzle, the suction cylinder was shaved, the forceps channel had a dent. The following had a scratch: the grip, the acoustic lens, the universal cord, the distal end, the switch box, the suction connector, and the objective lens. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps elevator had foreign material that was yellow / brown in color. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed. However, the foreign material in the nozzle was unable to be further specified. The cause of the remaining foreign material was presumed to have been, due to physical damage of the device, as evidenced by a pinhole leak on the "a-rubber" [bending section cover]. The cause of pinhole leak could not be further presumed from the information acquired for this investigation. It was determined, that the reported phenomena might be prevented, by following these descriptions: chapter 6: compatible reprocessing methods and chemical agents. Chapter 7: cleaning, disinfection and sterilization procedures as to the handling methods of the subject device. We checked, the contents described in the instruction manual and found the following descriptions. We determined, that the reported phenomena might be prevented by following these descriptions. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section. Particularly, the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling or twisting them with excessive force can break the switches and/or cause water leaks. Olympus will continue to monitor field performance for this device.